Manufacturer narrative:
Additional information: h4, h6(update codes), h11. H4: the lot was manufactured between 3 october 2024 and 4 october 2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph showed white residue at the blue winged luer cap. The reported condition was verified. The cause of the condition could not be determined. However, the issue may be related to user error during the device filling process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that 'the blue tip of the screw part' of a large volume folfusor had white, dried, crystalized particles around it. The issue was identified once the blue part (blue winged cap) of the pump was unscrewed and removed prior to connecting the device to the patient. The location of the particulate was further described as "fluid path downstream of solution filter in the blue tip and luer connection". The device was filled with 5650 mg fluorouracil in 0.9% sodium chloride having a total volume of 240ml. A new device was used without any further problem to resolve the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.